Event description:
The customer reported false positive troponin I (accutni) patient results involving unicel dxc 600i synchron access clinical system. Subsequent testing recovered negative results. The erroneous results were not released out of the laboratory as the customer has a standard protocol to retest unexpected results prior to release. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and discovered loose fitting incubator belt. The fse replaced the incubator belt and vessel holders. The fse replaced the aspirate probes as a precaution. It was noted the ultrasonics were not meeting beckman coulter specifications at high setting. The fse replaced the pipettor and verified ultrasonic performance at high and low settings. The fse performed system check successfully. The fse obtained a passing troponin I calibration and performed 10 repetitions of high and low quality control (qc) material. All results were within the customer stated ranges. The fse returned the unit to operation, and the customer performed quality control. All qc results were within specification as verified by the customer. The unit conformed to the manufacturer's performance specifications. Eval code: pipettor.